Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoir was not occluded.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was not delivering insulin and that she had received a no delivery alarm. The blood glucose reading was 159 mg/dl. Customer was assisted in performing a 5 unit fixed prime and customer reported that insulin did not exit and that the insulin pump alarmed for no delivery. She was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing with the plunger and she reported that insulin did exit, but with greater than normal resistance. She was advised to change the reservoir and infusion set. The blood glucose was checked again and had gone up to 273 mg/dl. Customer treated with a bolus but accidentally delivered 3 units of insulin rather than 2.7 units. She was advised to monitor the blood glucose. Nothing further was reported.